Event description:
A customer obtained an erroneously low glucose result of 77 mg/dl on a daily patient serum pool sample. Pool expected result should be approximately 140 mg/dl. The original specimen was re-tested on the same instrument and repeated result was 146 mg/dl. The low result was not reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
Per customer, there was no indications of calibration or qc problems. A field service engineer (fse) has been monitoring account: the fse checked for loose fittings. The fse bleached lines and verified covers tightened down. The fse performed a precision run of 45 replicates and obtained acceptable results. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.